Event description:
On (B)(6) 2012 the pt reported that she had noticed her up button on her infusion device was not functioning on (B)(6) 2012 when she attempted to program a bolus. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.